Manufacturer narrative:
As no sample has been returned for evaluation, the condition of the product could not be verified. The actual complaint lot number remains unknown however, a review of the related device history records (DHR) for the two possible lot numbers, 137250m and 137249m, has been performed; one of the possible lots was reprocessed for an anomaly that could have contributed to the customer complaint. A complaint history examination indicates this is the second complaint for the reported issue associated with this cutting instrument lot. The product was released based on the product¿s acceptance criteria. As no sample was returned and the device history record review of the two possible lot numbers indicate that the product was released according to acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull blades, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
No sample or confirmed lot number has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a knife required too much force to make the incision. An alternate knife had to be obtained. Procedure details and patient impact information is unknown. Additional information has been requested. Additional information received further clarified that there was no patient harm associated with this reported event.